Event description:
Self-tapping cortical screw which should be used for plate fixation broke off during insertion. One part of the screw remains in the pt's tibia and will most likely removed when the plate will be removed.

Manufacturer narrative:
The screw was manufactured out of titanium alloy according to iso 5832-3. This material does not have a high risk for any reaction with the bone. Therefore, the decision of the surgeon to leave the shaft part which was threaded into the tibia in the bone was acceptable from a risk based approach. Unfortunately, the screw has been discarded by the user. Therefore, it was only possible to review the device history record which shows no deviation from the spec. Also the mechanical test reports from the performance tests done before the release of this products show no hint that such failure mode could occur. Aap will observe the market if further complaints with the same failure mode happen and if necessary initiate actions/measures.